Event description:
It was reported when using the bd preset¿ syringe with attached needle, the device experienced the IV shields and or protective cap coming off exposing the needle. The following information was provided by the initial reporter. The customer stated: when the nurse collected arterial blood samples for blood gas analysis, it was found that the hemogard cap of the collection tube could not be tightened and easily slipped after the collection. Another collection tube was opened, and the hemogard cap was used to cover the blood sample for sample delivery analysis.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water and caps screwed on to the syringe, and no issues were observed relating to loose hemogard cap as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose hemogard cap. Bd was not able to identify a root cause for the indicated failure mode.